Event description:
Additional information received on 6/15/2023 including patient symptoms of vaginal discharge and bleeding.

Event description:
Additional information received on 7/9/2023 indicates that the patient has been treated for recurrent urinary tract infections. The patient also experienced hematuria and a burning sensation during urination.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced severe pelvic pain, urinary urgency problems, dyspareunia, incontinence, infections, nerve pain, urinary incontinence, fecal incontinence, incomplete bladder emptying, cystocele, rectocele, vaginal vault prolapse, vaginal atrophy, and difficulty with daily activities. The patient had the device explanted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.